Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: this device was returned to baxter for evaluation. A visual inspection was performed. The reported condition of a failure message when testing was not confirmed. The root cause could not be determined. No further testing has been completed at this time and this device will be returned unrepaired.

Event description:
The facility representative reported a colleague infusion pump that experienced a failure message when testing. This event occurred upon power-up during biomedical testing. Upon device evaluation by baxter quality engineer, it was determined that this condition interrupted delivery. There was no report of patient involvement, and therefore no report of patient injury or medical intervention. This device is an unremediated colleague infusion pump with a user interface module software version of 5.04.00. No additional information is available at this time.